Manufacturer narrative:
E1: facility name (B)(6) health centre. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had system fault alarm (red) 41786 0004. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 8/21/2024. H3 and h6. Codes: updated. Device evaluation: the customer's reported issue ¿system fault alarm (red) 41786 000¿ could not be replicated during functional testing. Review of the event log/alarm history showed date and time not updating. Performed visual inspection and ran the pump for a few hours, the pump is working as intended without any alarms or error code. The probable cause of the reported issue was unable to determine. Because of the date and time not updating, the main board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.